Manufacturer narrative:
UDI: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Manufacturer narrative:
The physician discarded the device when it was explanted, and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done.

Event description:
Health professional reported implantation of seri alongside concomitant breast tissue expander during revision to left side breast reconstruction on (B)(6) 2014 post-implantation, the patient presented to her physician for removal of the seri because it "didn't incorporate and there was a lot of fluid surrounding the seri" according to the explanting physician. The device was removed and discarded on (B)(6) 2015.

Event description:
Health professional reported that "seri didn't incorporate and there was a lot of fluid surrounding the seri". The device was removed.